Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having several issues with the insulin pump, and she was advised to change the parameters, which she did and experienced low blood glucose thru the day and while working. The caller stated that she got into a car crash due to the lows. The blood glucose reading was something as 80mg/dl after being treated. The caller also mentioned being hospitalized in december for asthma, but her glucose level went up since she was taking steroids. The customer was in the hospital for a few days. Advised the customer to report any incidents, but she was not told do so. No further information was provided.